Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption while the customer was delivering a bolus. The customer's blood glucose level was 189 mg/dl. The customer stated that the pump did not have to be charged in order for the pump to illuminate the display. The customer confirmed that an alternate method of insulin delivery was available.